Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, video system monitor of the bronchovideoscope showed different colors and image was intermittent. There was no patient inolvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on plug unit. It's most likely that repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector, affecting image output. Additionally, due to shortcut of circuit board unit, scope communication error e218 occurred. This is most likely due to usage stress or external factors or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.